Manufacturer narrative:
(B)(4).

Event description:
It was reported that before device change out due to eri, the lead was capped and replaced on (B)(6) 2016 due to an noise and increased impedance. Patient was fine before, during, and after procedure.